Event description:
Procedure type: lap chole. According to the reporter: during use, the seal broke. Could not find the broken piece in cavity. The procedure was completed with another. No tissue damage. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 06/11/2009.